Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front left corner. A review of the event history log identified force sensor test in the history. During functional testing the force sensor test error was duplicated at power up. The root cause of the issue could not be determined. Pixels leakage was found on the lcd and support key lens was damaged root cause was the impact of the top case by the customer. Replaced force sensor, support key lens and lcd. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor failure and the display and the plastic cover was broken. No patient injury was reported.